Event description:
It was reported that the customer's insulin pump had a blank display. The insulin pump also had cracks. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm, battery alarms, or blank display was noted. The insulin pump had a broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, and a cracked case at a display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.